Event description:
The user facility reported a 67-year-old male in cardiogenic shock presented for impella support. An infectious disease compromised the impella access site leading to IV antibiotic treatment for the patient. Patient support continued; however frequent low placement signal alarms were later noted. The alarms were disabled and care continued as the patient was eventually transitioned to a comfort measures only status.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿infusion filter the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿

Manufacturer narrative:
The investigation into the infection/sepsis and the optical signal issue has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. As per clinical, infection assessing impella access site was found and antibiotics were given. The cause of the infection/sepsis was most likely patient condition related per clinical review.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. No product was returned for evaluation. Data logs were returned and impella position unknown, placement signal low alarms were observed. There was no variation or impact to optical signal 5s parameters and placement signal low alarms were found with respect to p-level reduction. The cause of the optical signal issue was most likely patient condition related with placement signal low alarms observed during p-level reduction having no impact to 5s parameters based on the data log review. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B2 updated to death. B5 updated to include patient death narrative. H1 updated to death. H6 updated to include death and placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2023-02284. D6a / d6b updated. D10 concomitant medical products and therapy dates updated. F6 and f8 should have been left blank in the initial report. G1 reporting contact email updated.

Event description:
Additional information received care was eventually withdrawn, and the patient expired.